Event description:
It was reported that during a procedure the collimator coned down to minimum size. This will likely cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative evaluated the system and could not reproduce the reported problem. The system operates as intended.